Event description:
It was reported that when a patient presented in-clinic, intermittent noise was observed. Oversensing was also noted. The lead was capped and replaced. The patient was asymptomatic and in stable condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.